Event description:
It was reported a shocking or jolting sensation. The implantable neurostimulator (ins) was over-discharged for a couple of weeks. The manufacturer's representative was doing a physician mode recharge (pmr) on the date of report, but stopped the pmr and did an antenna locate (al) test. After the al test, a power on reset (por) occurred. The manufacturer's representative started normal charge cycle. It was reported that before the over-discharge, the patient 'banged' the ins and after that it started shocking up into her arms. The manufacturer's representative was planning to check impedances after charging the system. A possible connection issue was suspected. It was also reported that a por was cleared on (B)(6) 2012, and the patient was reprogrammed and instructed on the importance of keeping the battery charged. The impedance check was within normal limits (wnl). The patient was instructed to call for any further problems or questions, and the patient was satisfied with pain coverage post reprogramming.

Manufacturer narrative:
Product ID 377860, lot# v008569, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).